Event description:
It was reported that the surgeon attempted to insert a micl13.2 implantable collamer lens and the lens tore while advancing in the cartridge. There was no pt contact. This is one of two attempts to insert the lens in this pt. See MFR report #2023826-2008-00769. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
.